Event description:
User facility medwatch report#: mw5164202 was received that states: "describe event or problem: arterial access closed with proglide, which failed to deploy. Upon removal, the bottom footplate was noted to be missing. A CT (computed tomography) scan was performed and no radiopaque foreign object was identified. Asymptomatic limb and unchanged vascular exam." It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transfemoral upper extremity arteriogram diagnostic procedure using a 5f sheath. Reportedly, the proglide "failed to deploy". Upon removal of the device, it was found that the bottom foot plate was missing. A computed tomography (CT) was performed and the separated foot was not located. The physician stated that it was possible it could have remained in the patient anatomy even though it was unable to be located. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported deployment issue and foot separation could not be determined. Factors that may contribute to a firing/ deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The deflected needle possibly struck the foot plate resulting in the foot separation. The patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medwatch report attached.